Event description:
The doctor reported the implant was removed due to osseointegration failure approximately 8 weeks after initial implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. Pain around the implant placement area was reported about 6 weeks after placement and during the implant removal surgery. The patient has since recovered.